Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she had a history anomaly. The customer's blood glucose was over 400 mg/dl at the time of call. The customer stated that she bolused but the blood would not come down. The customer stated that the bolus was not recorded. The customer stated that she changed her site and delivered insulin to bring down the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date and with boluses. All boluses were delivered properly and properly recorded in the history file. No history anomaly was noted. The insulin pump was downloaded to the carelink software and all boluses and the time and date were properly stored. No time anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, and occlusion test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners, stained end cap sticker and cracked belt clip slot.